Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported event cannot be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage".

Event description:
It was reported that a hx-202ur spring came out and the clip fell apart. The pieces were recovered from the patient. There was no harm or injury reported and the procedure was completed with a second like device.

Manufacturer narrative:
This supplemental report is being filed to provide additional event information provided by the user facility. Updates to sections a2, a3, a4, b5, d10 and d11.

Event description:
The procedure being performed was a colonoscopy. The device was inspected prior to use. A snare, polyp trap were also used with the device. There was no patient impact to the patient or to the procedure and the patient's current condition is described by the user facility as fine. The intended procedure was completed with a different clip. Both the clip and the spring were retrieved from the patient.